Manufacturer narrative:
(B)(4). (B)(4).

Event description:
Procedure: lobectomy. According to the reporter: the clamp cover would not return from the tip of the device. Additional resection of tissue was done to remove the device and additional manual suturing was done. Operative time was extended more than 30 mins.